Event description:
It was reported that patient programmer was showing a display showing "call your doctor" icon. They reported a power on reset (por) condition when she tried to turn stim on after getting radiofrequency (r/f) ablation. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0k32y, implanted:(B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).